Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04 found in the event history. This condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the "nursing" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:04 was confirmed during product evaluation. The root cause of the reported problem was determined to be air in line (ail) board out of calibration. Appropriate action was taken to correct the reported problem by recalibrating the ail board. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.